Manufacturer narrative:
(B)(4). One tracheal tube was received for investigation. Visual inspection observed that half of the pilot balloon and the pvt valve were missing. The needle of a syringe was inserted into the inflation line, and the cuff was inflated and deflated, without restrictions or obstructions. All manufacturing controls were found acceptable and effective to detect the reported failure mode, as inflation and deflation tests are performed for all products. The operator visually inspects all products for no leaks and segregates the defective parts. Afterwards, all devices have a resting time of two hours. Once the part is visually inspected, the instructions provide the guidelines to deflate the cuff. The customer reported malfunction was not verified.

Manufacturer narrative:
Covidien reference: (B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, a physician was unable to completely deflate a pre-tested tracheal tube cuff. They had to cut the pilot balloon, and used a needle to remove the air from the three way valve. There was no patient harm reported and no device replacement was required.